Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 26 mg/dl. The customer stated that his sensor glucose and blood glucose readings are consistently off. The customer does not feel safe using this product due to the large difference in readings. Offered the customer to try a replacement minilink. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR port numbers 3004209178-2012-86543 and 2032227-2012-05470.